Event description:
Major pump unit(s) involved: blood pump.specific component(s) involved: driveline malfunction.

Event description:
Major pump unit(s) involved: blood pump. Additional text: break in perc lead causing pump to stop. Specific component(s) involved: driveline malfunction. Additional text: wires broken at the insertion site of perc lead to the pump. Causative or contributing factor: no specific contributing cause identified. Intervention(s): replacement of pump. Implant device type: lvad.